Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
During transforaminal lumbar interbody fusion (tlif) back surgery, the physician was torquing down the screws. The surgeon observed that the torque limiting t handle was overtightening the screws. Two coral locking caps (B)(4) had to be removed and replaced with new screws. The new screws and a torque limiting t handle were available for use at that time. Surgery was completed and there was no adverse outcome for the pt.